Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. It was found after insertion of the device into the patient, that the valve of the sheath was faulty. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.